Manufacturer narrative:
Vyaire file identification: (B)(4). Third party service technician was able to verify customer's reported problem "internal gas leak." Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 60 hours extended tests at customer's settings with no abnormalities. Vent failed troubleshooting final test at oxygen leak and pressure & oxygen blending performance. During troubleshooting final test, vent emits loud noise. Oxygen leak test and pressure & oxygen blending performance test failed for non-nonconformance with "connection test failed". Internal inspection reveals a disconnected pisco connector from analog board. Reconnected pisco connector, vent passed oxygen leak test and pressure & oxygen blending performance tests. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported the their unit is showing an internal gas leak. Their unit had a 2 yr scheduled pm last january. Patient involvement is not known at this time.